Event description:
Failure of braun thermoscan pro 4000 ear thermometer probe cover switch. The thermometer would not take temperatures and kept telling user to install probe cover which was already installed. The thermometer was returned to the MFR and replaced under warranty by a new unit.